Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the device failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The reported ventilator unit was investigated at the hospital by our field service engineer (fse). During the visual inspection the device expiratory valve coil wire was found with a cut and was replaced. The unit could pass all functional and safety tests afterwards, and was returned back for clinical use. The returned expiratory valve coil was installed in a reference ventilator for simulated use testing. No errors could be established during our tests, but the cut on the expiratory wire was most likely still the cause of the event. The wire was probably squeezed in between the chassis surface during a previous opening and closing, causing the damage, and making the device to fail the tests during pre-use check. And when the expiratory valve coil was dismounted, the problem disappeared. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).